Event description:
The user facility reported a steam leak from their 16" century vacuum sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and confirmed the unit's pressure regulator valve (prv) was leaking steam. The technician replaced the pressure regulator valve, completed two test cycles and confirmed the unit was operating to specification. In addition, the technician measured the facility's incoming water pressure and found that the pressure measured 69 psig. The century sterilizer installation verification manual (2-1) states the water pressure specification is 30 to 50 psig. Water pressure supplied must be within specifications. If pressure is too high, a regulator must be installed." The sterilizer was installed in september of 2011 and is currently under steris service contract. At the time of the unit's installation the incoming water pressure was verified to be within specification. The last preventive maintenance was performed on april 9, 2014 at which time the unit was confirmed to be operating to specification.